Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted that the injection site was damaged. The reported condition was verified. The cause of the damaged injection site was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port of an intravia empty container "started to form a bubble and burst" during filling with saline solution. The reporter stated that the device was being filled with an 18 gauge needle. There was no patient involvement. No additional information is available.